Event description:
Boston scientific crm received information that the patient with this product developed an infection. The lead was abandoned surgically and the pacemaker was explanted. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.